Event description:
It was reported a 6" (15 cm) appx 0.48 ml, smallbore trifuse ext set w/3 microclave¿ (glow, red, yellow rings), 3 clamps, rotating luer with list number b33392 and lot number 10618760. The reporter stated that the 6" small bore trifuse ext set has malfunction multiple times on different patients. Noted to have back flowing of medication into other ports which caused the patient to receive no medication and have the mixing of the medication due to the backflow into other ports. The issue occurred while using the imaging intravenous (IV) pump together with the imaging power injector on 3 different occasions which caused a backflow of contrast going up the tubing into the main infusion line that was running continuously. The medication that was used was propofol. There was no harm to the patient reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary received two (2) new list# b33392, 6" (15 cm) appx 0.48 ml, smallbore trifuse ext set w/3 microclave¿ (glow, red, yellow rings), 3 clamps, rotating luer for inspection. No physical defects or other anomalies observed. Both samples were primed in the direction of flow also checked for any backflow in the opposite direction. No leaking or backflow observed the returned new samples passed all subsequent functional tests. A DHR lot and relevant commodities were reviewed, the following discrepancy was identified: item b33392 2 pieces not in accordance with engineering drawing, with missing component r1-3248 when? 10/19/2022 where? Area 5 cr2 night tune who? Quality inspector claudia villegas #8037 quantity impacted and sampling results (fail/pass): 2 pieces of 120 reviewed are rejected, quantity of 335 is stopped" the reported complaint could not be confirmed. No used sample or mating device was returned for investigation.